Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 33 mg/dl and was "incapacitated"; cause was not known. Customer went to the emergency room and was treated with intravenous fluids of saline. Customer was discharged the following day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.